Event description:
It was reported that the insulin gauge on the pump displayed an amount different from what was expected, specifically a static fill estimate of 75 units. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that this issue could occur due to a variance in measured pressures used for calculating remaining insulin, and once the amount reaches the displayed value, the estimate will adjust to count down normally. The customer understood and acknowledged the explanation.